Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (tsvtb13) was removed after two years due to patient had inadequate bone quality at tooth position #13.

Event description:
Additional information from investigation results confirmed the implant was returned attached to an implant removal tool. No allegation against the removal tool or implant was reported by the customer. Doctor reports having two attempts to place a different size implants at same tooth position # 13 and patient have inadequate bone quality; therefore, both implants were removed. Second implant have been reported under MFR 0002023141 - 2020 - 00663.

Manufacturer narrative:
One imp,tsv,3.7,13,mtx,mg (tsvtb13) was returned for investigation with a non-reported unknown implant removal tool. Visual evaluation of the as returned products identified implant had dried blood and bone and trephine damage. Additionally, the unknown removal tool was stuck to the tsvtb13. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. The implants were measured with calipers (cal 1334 & cal1831, cal due: sept 25 2020) and were verified to match specifications per pd-tsvtb13 rev b and pd-tsvt4b11 rev b pre-existing conditions noted on the per were low (type iii) bone density and grafted site. Implant was reported on tooth # 13, was implanted for 1 year 2 months before the event and 1 year 10 months until removal. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (63460398). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63460398) for similar events and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical: other) or products (tsvtb13). Therefore, based on the available information, tsvtb13 was returned stuck to the implant removal tool and the reported event was non-verifiable (patient inadequate bone quality) for the reported device as no objective evidence was provided by the customer to support the reported event. A definitive failure mode could not be identified from the complaint investigation, no malfunction and/or deficiency was reported of the removal tool and there is no indication that the device has caused or contributed to the event.